Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a button keypad response issue. Reportedly, the pump locked without user intervention during a battery changed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) /2015 with the following findings: the keypad cover was fully intact with no evidence of physical damage. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed evidence of internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.